Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report discordant low albumin patient serum sample results for two patients, obtained on the bn prospec instrument. Based on the review of information provided, the cause of the discordant low albumin results on the bn prospec instrument was patient sample specific. Both patient samples tested exceeded the antigen excess limit, as provided within n antiserum to human albumin instruction for use (IFU): up to 12 /833 mg/l for albc setting. The customer is operational. The system is performing according to specifications. No further evaluation of this device is required. Note: the n antiserum to human albumin reagent is marketed in the united states under siemens material number 10714509. The 510(k) number documented in section g4 is for the us product.

Event description:
The customer reported the observation of discordant low albumin patient serum sample results for two patients, compared to sample re-testing results, which fit into the overall picture of the cerebrospinal fluid / serum diagnostics. Testing was performed on bn prospec instrument. The results were reported to the physician who questioned the results. There are no known reports of patient intervention or adverse health consequences due to these discordant results.